Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, capsular contracture, unknown grade. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a unknown mentor silicone prosthesis experienced bilateral capsular contracture, unknown grade, and bilateral rupture post procedure. A physical , and intraoperative examinations were performed by a physician and the issues were diagnosed. As a result, bilateral replacements was performed as follow: left replaced with cat#:3507300mc, sn#:(B)(4), and right replaced with cat#:3507300mc, sn#:(B)(4) on (B)(6) 2020. This report relates to the right prosthesis.